Event description:
It was reported that during a adrenalectomy, the device was not achieving the intended hemostatis on normal usage level 3. Instrument and generator were functioning as per the normal with no error messages. Opened new instrument and continued the procedure with the desired hemostatic effects. No patient consequence reported.